Event description:
Patient underwent a total hip arthroplasty in 2009 and was implanted with depuy size 1 c-stem femoral component (part # 1570-14-070, lot # 2761664). On an unknown date the size 1 c-stem femoral component broke postoperatively. A total hip revision was performed on (B)(6) 2012. The depuy size 1 c-stem femoral component was removed and replaced with a depuy size 2 c-stem femoral component (part # 1570-14-085, lot # d12022138) along with a synthes plate, screws, cerclage button, cerclage positioning pin and cables with crimp. A lateral plate was placed across the cortical window which was needed to remove the distal stem. Patient began having increasing thigh pain the week prior to (B)(6) 2012 and the patient obtained unknown pain medicine from the surgeon. As the patient was walking across the lawn using a walker, the patients leg gave out on (B)(6) 2012 and was unable to weight bear following this event. X-rays taken on (B)(6) 2012 identified a displaced mid-shaft fracture of the left femur below the size 2 c-stem femoral component and was scheduled for surgery the following day ((B)(6) 2012) for an open reduction internal fixation (orif) of the femur. All synthes hardware implanted on (B)(6) 2012 was removed with the exception of 3 screws (part # 214.816, lot # unknown) which were re-used in the (B)(6) 2012 revision surgery. Patient was revised to synthes hardware on (B)(6) 2012 which included plates, screws, cerclage positioning pins, cables with crimp and cerclage buttons. The hospital nurse reported that there were no issues with the hardware implanted on 6/26/2012 and no reported non-unions or mal-unions. This is 5 of 14 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Without a lot number a review of the device history records could not be completed. Investigation is on going; no conclusion can be drawn as no device was returned.